Event description:
In 1975 this patient had placed bilateral breast implants, she had a long history of complications with the implants. In july of 1975 she had an infection of the left side and implants were removed, and in november., 1975 they were replaced. In september of 1977 both implants ruptured and were replaced. In december, of 1977 she had a stitch removed from the left breast and there was silicone oozing. The left implant was then replaced. In 1978 these were replaced with saline implants. These however, became hard and were replaced in 1982 with optimam implants. In 1988 both implantrs were replaced with silicone gel implants. Since 1985 she has developed chronic fatigue, short term memory loss, costochronritis of the chest wall, and swelling of the feet and hands, particular in the morning. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.